Manufacturer narrative:
Siemens completed the detailed investigation of the reported event. The root cause of the issue was the malfunction of the table safety limit switches. Under normal circumstances, motorized longitudinal movement range of the table is limited by the software. If there is movement beyond a software stop because of a malfunction, a mechanical limit switch (1x at head end, 1 x at foot end both connected in series) is installed as an additional safety device. If the limit switch responds, the movement is blocked. With "manual panning", there can be movement beyond the limit switches (up to the mechanical end stop). If the head up or head down button is pressed on the control module for a table with tilt hydraulics and an activated limit switch, the tabletop will first move automatically and slowly out of the end position until the corresponding limit switch is no longer actuated. Only then the tilt movement begins. The involved siemens service engineer found the table safety limit switches had malfunctioned and therefore falsely activated. With the table tilted and the end limit switch active the sw reacted falsely by setting the mentioned mechanism in motion when any other movement was requested. The table began longitudinal movement to get out of the end position. The system could only be recovered by replacing the defect limit switches as part of service activity. The incident described in the adverse event was not classified as a reportable event after detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported table movement issues. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.